Event description:
It was reported that the micro joint heavy needle driver's jaw tip broken and the worn jaws would not grasp the tissue. The articulink screw also is broken, but its threads remained on the articulink. This instrument was used in a clinical case; however, there is no info available to confirm if the failure occurred during the case. No pt injury or adverse outcome was reported.